Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported they called to check on the patient who stated they turned the device off and thought they turned it back on, but didn¿t do it correctly. Due to the cause being identified as a patient use issue, no actions were planned. The rep stated the cause of the incorrect date being shown wasn¿t determined so it was recommended to put on wifi if possible, but it was unknown if the issue was resolved. The rep noted the logs collected were a manufacturer file that was submitted to tech services.

Manufacturer narrative:
Concomitant products: product ID: a610, serial#: unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The provider interrogated patient's implant yesterday and she noticed some phenomenon that she couldn't explain. The tablet date showed aug. 29th and provider is not sure why the date is off. Also, when the tablet connected to patient's implant, it showed the implant was off. Patient(pt) said she played with her remote that morning and it's possible pt might have turned therapy off. Also the other issue was the usage data was off, which could be just an issue with the date being wrong. Rep did mention implant date was right. Rep to send mdt data file to see if pt turned therapy off that morning. Rep also mentioned something about pt's plug that didn't engage properly. Pt did not report any therapy issue.